Event description:
This unsolicited case from united states was received on 16-aug-2016 from a nurse. This case concerns a (B)(6) female patient who was receiving treatment with synvisc and after unknown latency her both knees became inflamed. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection, at a dose of 2 ml (frequency: not reported; batch/ lot number: 6rsp002 with expiration date: feb-2019) into both knees bilaterally for bilateral knee osteoarthritis. On an unknown date, the patient received the second shot. On an unknown date, after unknown latency, both knees became inflamed after the second shot. It was reported that about 30 cc of fluid was pulled off each knee and the patient was treated with steroid injections. They did not plan to give the patient the third injection in either knee. It was unknown if this was the first time the patient ever received a synvisc series. It was reported that the office had two kits since the patient was having both knees injected. One kit was used completely and one shot was used out of the second kit. They were requesting replacement of 1 kit. Action taken: unknown. Corrective treatment: steroid (unspecified). Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsp002, with expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot # 6rsp002, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(4) 2016, this is the only complaint reported for lot # 6rsp002: (1) adverse event report. Sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criterion: required intervention additional information was received on 23-aug-2016. Expiry date of synvisc was updated from 28-feb-2017 to feb-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on 16-aug-2016 from a nurse. This case concerns a (B)(6) female patient who was receiving treatment with synvisc and after unknown latency her both knees became inflamed. No past drug, medical history, concomitant medication or concurrent condition was reported. On an unknown date, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml (frequency: not reported; batch/ lot number: (B)(4) with expiration date: 28-feb-2017) into both knees bilaterally for bilateral knee osteoarthritis. On an unknown date, the patient received the second shot. On an unknown date, after unknown latency, both knees became inflamed after the second shot. It was reported that about 30 cc of fluid was pulled off each knee and the patient was treated with steroid injections. They did not plan to give the patient the third injection in either knee. It was unknown if this was the first time the patient ever received a synvisc series. It was reported that the office had two kits since the patient was having both knees injected. One kit was used completely and one shot was used out of the second kit. They were requesting replacement of 1 kit. Action taken: unknown. Corrective treatment: steroid (unspecified). Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: required intervention.